Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The company representative was able to confirm (via event log review) but was unable to replicate anything that would have contributed to the reported ¿iop issues.¿ the company representative was able to confirm the reported ¿noise issue.¿ to address this, the firmware was reloaded. The system was then tested and found to meet specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There was no relevant contributing factor identified. A review for ¿complaints reported against this serial number¿ was performed. There were no relevant complaints found, as part of this investigation. The system was found to have no ¿iop problem.¿ therefore, the root cause of the reported ¿iop issue¿ is inconclusive. The root cause of the reported ¿abnormal noise ¿is attributed to component wear of the system related to the system¿s firmware. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy surgery, the ophthalmic system experienced difficulties with infusion, emitted unusual noises around the pump area, and failed to maintain intraocular pressure. The patient¿s eye collapsed slightly a few times. The procedure was completed on the same day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).